Manufacturer narrative:
Tracking #.44595. Date sent: 11/02/1998. D5,6; h4: info not available. H6: split in the insulation sheath. Endopath curved scissors: based upon inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a split in the sheath, but was otherwise in good physical condition. The instrument was tested at settings of cut 30 to 120 watts and coag 30 to 70 watts. The instrument did not short during the cautery tests and no other non-conforming functional issues were observed. No conclusion could be reached as to how the sheath had become split.

Event description:
During a laparoscopic colectomy when assembling the lcs the blade would not line up properly with the tissue pad. While trying to disassemble the lcs, the tip of the blade detached from the blade extender and extender had to be removed with a wrench. During this same case a dcs12 shorted due to a break of unk origin in the insulation. 8/15/1997 the rep reported there were two lcs devices opened for the case. The first one opened could not be aligned properly and it was not used on the case. When it was time to disassemble the device, there was also a problem with the blade tip coming off and a wrench was needed to remove the blade extender. A second lcs device was opened and used to complete the case. The rep also reported when the dcs12 shorted out it did cause a very small tissue burn. 08/19/1997 the rep reports the tissue burn was more like a blanching of a minute amount of tissue inside the pt near bowel. The rep was present during the case and stated that the surgeon did not express concern about the blanching and continued on with the case.